Event description:
It was reported that during routine preventive maintenance inspection that the device had an alarm air in line and the pump would not turn on. The device's rubber seal was torn. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H7, h9: updated. One device was returned for analysis of complaint that there was an air in line alarm and pump will not turn on. Also reported the rubber seal is torn. Service history identified that no previous repair has been noted in the last 12 months. Review of event log found air in line alarm. Visual and functional testing was performed. The downstream occlusion (dso) seal was ripped. Also found the air detector was dented. Replaced air detector, dso seal, and main board. Device passed testing criteria post repair.